Event description:
On (B)(6) 2012, the pt was being treated for an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis featuring c3 delivery system. It was reported that the physician planned to perform a snorkel technique using two gore viabahn devices into the pt's renal arteries due to the pt not having enough healthy aortic neck length. The gore excluder aaa endoprosthesis was advanced to the desired location and constrained so the physician could implant the viabahn devices. It was reported that when the physician went to deploy the first viabahn device, the deployment string got stuck and the device would not deploy. While trying to deploy the viabahn device, it was reported that the physician lost wire access from the pt's right brachial artery to the left renal artery. The physician attempted to move a catheter back and forth to try to deploy the device. Then the physician partially opened the trunk-ipsilateral leg component using the first step in the deployment system and the viabahn device deployed. Multiple attempts were made to regain wire access but the attempts were unsuccessful. It was reported that the pt lost blood flow into both renal arteries so the physician decided to convert the pt to an open repair. The gore excluder aaa endoprosthesis was never fully deployed and was removed from the pt. The pt's status is unk.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.